Event description:
The device intermittently lost power while monitoring and transporting patient, complaining of chest pains, to the hospital. No adverse affects to the patient were reported as a result of the alleged malfunction.